Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of fluid overload, characterized by dyspnea and chest pain, which warranted hospitalization, diuretics, and supplementary rrt. The definitive cause of the patient¿s fluid overload was not provided, however the patient¿s pdrn reported the serious adverse events were not caused by a fresenius device(s) and/or product(s). This is further evidenced by the patient¿s continued use of the same liberty select cycler following discharge. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in origin. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to experiencing heart attack like symptoms during pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea and chest pain. The patient was formally admitted, and evaluation determined he was fluid overloaded (no cardiac event or intervention). The patient was treated with diuretics (drugs, dosages, routes, frequencies, durations not provided) and a dialysis treatment (unclear if ccpd or hemodialysis). The serious adverse events subsided following the aforementioned interventions, and the patient was discharged on (B)(6) 2025 after recovering from the serious adverse events. The definitive cause of the fluid overload was not provided, however the patient¿s pdrn reported the serious adverse events were not caused by a fresenius device(s) and/or product(s). This is further evidenced by the patient¿s continued use of the same liberty select cycler following discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to experiencing heart attack like symptoms during pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea and chest pain. The patient was formally admitted, and evaluation determined he was fluid overloaded (no cardiac event or intervention). The patient was treated with diuretics (drugs, dosages, routes, frequencies, durations not provided) and a dialysis treatment (unclear if ccpd or hemodialysis). The serious adverse events subsided following the aforementioned interventions, and the patient was discharged on (B)(6) 2025 after recovering from the serious adverse events. The definitive cause of the fluid overload was not provided, however the patient¿s pdrn reported the serious adverse events were not caused by a fresenius device(s) and/or product(s). This is further evidenced by the patient¿s continued use of the same liberty select cycler following discharge.